Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field.

Event description:
It was reported that pre-operatively, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray longevity estimator graphic bar. The device was not implanted. There was no patient involvement.